Event description:
Reporter stated that the surgeon inserting a silicone single piece intraocular lens model aa4203tl diopter 20.0 se/2.0 into the eye and noticed the mis-tr injector tore the lens. The surgeon cut the intraocular lens in half to remove it from the eye. No patient injury.